Event description:
The arthroscopic surgery blade is used to shave the ligament. This device is used in most arthroscopic procedures. Prior to shaving the physician noticed the distal tip was bent. The physician secured a second blade and completed the procedure without incident. There was no patient harm.====================== health professional's impression======================the physician noticed the distal tip of the arthroscopic surgery blade was bent.====================== manufacturer response for arthroscopic surgery blade 5.5mm full radius elite, arthroscopic surgery blade======================the manufacturer would like the device. We advised that once the report was completed via medwatch we could make those arrangements.